Manufacturer narrative:
A4: added pt weight.

Manufacturer narrative:
Other relevant medical conditions: hyperlipidemia, coronary artery disease (cad), peripheral vascular disease (pvd), renal cell carcinoma with left nephrectomy, current smoker. Concomitant medical product(s): lisinopril, norvasc, asa, lipitor, prilosec, ntg prn, premarin & xanax. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Additional devices included on this report are as follows: pxc181400/06753648/(01)00733132610020(17)120430(21)06753648. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, component migration & occlusion of device or native vessel.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses. On (B)(6) 2019, the patient had a re-intervention due to graft migration and a loss of seal in the proximal neck. It was also reported that device was near occlusive kinking of the left iliac limb and there was reported perineal aortic enlargement. Distance of the migration is unknown but a CT scan taken (B)(6) 2017 measured the aneurysm sac at 36cm and another CT scan taken (B)(6) 2019 measured the sac at 43mm (7cm growth). The physician reportedly re-lined the previously implanted gore® excluder® aaa endoprosthesis and the patient tolerated the procedure. The patient was seen for a 1 week post op and is reportedly doing well and blood flow through the device is good. On august 31st, 2019 the product surveillance u.s. Regional leader was attending a seminar when the complainant notified her of a possible adverse event. The physician stated he had to reline and previously implanted gore® excluder® aaa endoprosthesis.